Event description:
It was reported that patient's device was turned off due to high lead impedance. Patient's generator had approximately 1.7 years until eri = yes. Patient's device will be removed and not replaced since patient has not received any efficacy from vns therapy. No additional information is available. Good faith attempts to obtain additional information have been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: describe event or problem: "when the initial report was made in 2009, the generator had approximately 2.8 years until eri=yes. " this information was inadvertently incorrectly reported on mfg. Report #0.

Event description:
It was reported that the patient underwent lead and generator replacement surgery. The explanted lead and generator have not been received to date. When the initial report was made in 2009 the generator had approximately 2.8 years until eri=yes.